Event description:
It was reported that the atrial lead threshold had steadily increased for the past 12 months. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.